Event description:
It was reported that during a ventral hernia, the device misfired; the staple would not stay in the tissue. A mesh was being used to repair the hernia. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Damaged lifter. The analysis results showed that one ems device was returned non-functional due to a damaged lifter. No functional test was performed. Although no conclusion could be reached as to how the damaged to the lifter occurred; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.